Event description:
It was reported that in 2003 the patient¿s implantable neurostimulator (ins) was ¿overprogrammed and blew out her left side.¿ omitted information related to other medical issues not alleged to be device related and therefore non-complaints. It was later reported the patient was ¿overprogrammed¿ in 2003 and their device ¿locked left side of back muscle.¿ it was stated that due to three months of leaving the implant on a rate of ¿300 open¿ they had an interstitial cystitis flare in 2003. It was noted the patient could not put their device up or their entire vertebrae locks down and they had level 10 pain occur. It was stated the patient met with their manufacturer representative and they decreased the rate and changed their ¿lead from 3 to 5 and ups modulation x10.¿ it was noted the patient got in their car and drove a block and the implantable neurostimulator (ins) triggered and they almost smashed into another car. Reportedly, the patient switched it back to the original setting and went to a chiropractor to put their vertebrae back in place.

Manufacturer narrative:
Product ID: 3031, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 3080, lot# l86580, implanted: (B)(6) 2000, product type: lead. (B)(4).